Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device was making an unusual noise, and got hot. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed cannulation test, made an unusual noise when running, was getting hot and was missing a screw. The reported conditions were confirmed. It was determined that the device failed cannulation due to a worn or damaged coupling head. It was determined that the device was missing a screw due to normal use and servicing. It was determined that the unusual noise was due to worn or failing gears. It was determined that the device was getting hot due to worn bearings which caused the motor to wear. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.